Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked and unresponsive screen, and the user was unable to operate the device; the device was replaced and the original was returned. Symptoms included no clinical effects reported. Outcomes included interruption of therapy until the replacement device was provided. Investigation included review of returned device tracking and confirmation of receipt for evaluation. Investigation of this device revealed physical damage to the device¿s display and user interface consistent with accidental impact, with functional loss attributable to the damaged screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage unrelated to manufacturing or design.